Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that during a postoperative examination one month following an intraocular lens (iol) surgery, a broken haptic was noted in the anterior chamber. The surgeon reported the patient felt well. The broken haptic was removed in a secondary surgical procedure. The surgeon reported that following the procedure to remove the broken haptic, the lens remains in place and the patient has no complaints. Additional information has been requested.